Event description:
The manufacturer received info alleging a ventilator's display screen was faulty. The device was not in pt use.

Manufacturer narrative:
The device was returned to the manufacturer for eval. Service found that the screen was dark and unable to be read. The device's inverter board was replaced to address the issues. During testing, the device failed an internal battery charge test. The device's power management board was replaced to address the issue.